Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "abnormal porosity of the implant envelope".

Event description:
Healthcare professional reported 'abnormal porosity of the implant envelope with little water droplets inside the silicone gel" to left side device. Device remains implanted.

Event description:
Healthcare professional reported 'abnormal porosity of the implant envelope with little water droplets inside the silicone gel" to left side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: weight to the spec, crease fold, biological tissue cloudy in the gel and deformation. The unit is not rupture and has no bubbles. Voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported 'abnormal porosity of the implant envelope with little water droplets inside the silicone gel" to left side device. The device has been explanted.